Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 6 complaints were received during this report period. Of these, 1 was not returned for evaluation ((B)(4)). 3 were determined to be misapplication ((B)(4)). 2 showed no evidence of any device-related fault ((B)(4)). All 6 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 6 </noe> malfunction events which are associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent (e.g. Saline or air). These reports were received from various sources. No patient information was confirmed.